Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The sigle-site permanent cautery hook (pch) instrument was analyzed and found to have a broken proximal clevis. The broken proximal clevis was not attached to the main tube but returned with the instrument. Due to the broken clevis, the instrument was found to have a broken conductor wire at the proximal clevis. The instrument failed the electrical continuity test. No signs of thermal damage were observed. The instrument was unable to be tested due to the physical damage condition in which it was returned.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted myomectomy procedure, the tip of the permanent cautery hook (pch) instrument broke off during the process of dissecting the uterus. The fragment was found and removed, and a new instrument was used to complete the surgery. The pch instrument was thoroughly inspected prior to use, and no damage or abnormalities were observed. According to the surgeon, there were no issues with the instrument¿s functionality during the procedure, and there were no collisions with other instruments or hard materials. The instrument was in use for approximately 1 to 2 hours before the issue occurred. During the procedure, there was no removal of the instrument before the breakage. The instrument remained in the surgical field until the tip broke off and fell inside the patient. The surgical staff did not feel any resistance upon removal of the instrument through the cannula. Additionally, there was no damage noted to the cannula or any other part of the instrument after the event. The fragment that broke off was successfully retrieved using a laparoscopic grasper instrument and removed through the glove port. Retrieval was confirmed both visually in the operating room and with a post-operative x-ray to ensure that all fragments had been removed from the patient. No additional surgical procedure was necessary for fragment retrieval. The operation was completed robotically, as originally planned. The patient has not returned to the hospital with any complications related to the retention of a foreign object.

Manufacturer narrative:
The permanent cautery hook (pch) instrument has not been received for failure analysis evaluation. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.